Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The air reamer/drill device was evaluated and the reported condition that he equipment was locked was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had insufficient/low power and was leaking air. The assignable root cause of this condition was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air reamer/drill device had insufficient/low power and was leaking air. It was further determined that the device failed pretest for check the power with test bench, and check for air leak. It was noted in the service order that the equipment was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.